Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure, the user was withdrawing the deflated balloon catheter when the doctor noted some resistance. The doctor rechecked the esophagus with the endoscope and he found a slightly bleeding mucosal injury (flap). It is unknown of this was created by the edge of the electrode. The bleeding did not require any additional intervention. No other known adverse events were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the account stating that the catheter was not under direct visualization when the injury occurred. The catheter appeared and functioned normally before, during, and after treatment. The injury was in the upper third of the esophagus, at least 10cm proximal to the treated be segment. Full-thickness perforation was not noted. Only slight bleeding (oozing bleeding) presented itself. After careful observation and examination, the physician decided to leave it untreated. The injury occurred at the end of the procedure, after the second ablation pass, during extubation. The physician did not notice anything unusual about the procedure.